Event description:
Reporter alleged discepant blood glucose values of 285 mg/dl back to back with a result of 84 mg/dl when testing was performed 2 minutes apart on the advantage system. Customer stated not having any low or high glucose symptoms at the time of the testing, however, did not provide the location of the testing. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.